Event description:
The lay user/ patient contacted lifescan alleging that the one touch ultralink meter had cloudy display, which was unresolved with troubleshooting. There were no allegations of harm or injury.